Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an olecranon plate surgery, one (1) evos sm 2.5mm fixed handle linear hex dr was broken while tightening screw, the piece was found. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.